Manufacturer narrative:
H6: investigation summary: the customer reported the drip chamber detached and returned photos of the incident. The photos verify the failure. The root cause is unknown however without the physical sample. The failure does comply with a project at the plant to address solvent based separation issues with the drip chamber on material 47177e. The project is working on the solvent dispenser to improve the assembly process for this model. Device history record review for model 47177e lot number 23019212 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing detached from the drip chamber while pushing propofol in the IV and leaked. The following information was provided by the initial reporter: "drip chamber detaching from tubing. Did any leakage occur as a result of the ¿detaching¿? Yes, the IV tubing completely came apart and had to be replaced. Was any medication used with the product? If yes, what was the medication? Lactated ringers. Was there any patient impact/harm? If so was there any need for any medical intervention or treatment? Patient wasn¿t harmed but was not ideal. Anesthesiologist was pushing propofol in the IV when it came apart. This was during induction of anesthesia for surgery. Causes everyone to scramble to alleviate a lost IV tubing in a critical situation. Was there any visual concern with the product prior to use? Not visually visible that there is a problem. Out nurses that start IV¿s are supposed to check the tubing to make sure nothing is loose, but not sure if that always occurs. This is a connection on the IV that should not come apart anyway. Was treatment able to resume and be completed? Yes, new IV tubing and IV bag was installed and the procedure went on."

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing detached from the drip chamber while pushing propofol in the IV and leaked. The following information was provided by the initial reporter: "drip chamber detaching from tubing... Did any leakage occur as a result of the ¿detaching¿? Yes, the IV tubing completely came apart and had to be replaced... Was any medication used with the product? If yes, what was the medication? Lactated ringers. Was there any patient impact/harm? If so was there any need for any medical intervention or treatment? Patient wasn¿t harmed but was not ideal. Anesthesiologist was pushing propofol in the IV when it came apart. This was during induction of anesthesia for surgery. Causes everyone to scramble to alleviate a lost IV tubing in a critical situation. Was there any visual concern with the product prior to use? Not visually visible that there is a problem. Out nurses that start IV¿s are supposed to check the tubing to make sure nothing is loose, but not sure if that always occurs. This is a connection on the IV that should not come apart anyway. Was treatment able to resume and be completed? Yes, new IV tubing and IV bag was installed and the procedure went on.".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.